Event description:
It was reported that the patient had issues with inserting the intermittent catheter. They suggested meantime found sub catheter that reported to have easier insertion. Per follow up via phone on (B)(6) 2023, patient experienced uti with use and had to take antibiotics and was not currently having any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode "catheter strength issue (too soft/too stiff¿)" and the potential root cause for this failure could be "raw material is too soft or too stiff'. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra until urine begins to flow." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had issues with inserting the intermittent catheter. They suggested meantime found sub catheter that reported to have easier insertion. Per follow up via phone on (B)(6) 2023, patient experienced uti with use and had to take antibiotics and was not currently having any issues.